Event description:
The bulging was at the softer part of the tubing that is inside the pump. The patient wasn't harmed--there was just a slight delay in fluid administration due to trouble shooting the issue and replacing the tubing. The staff felt that the issue was with the tubing and not with the pump. When they changed out the tubing it infused normally.